Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain which occurred three days prior to the peritonitis diagnosis. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued on the same day) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the events. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Patient retraining was also completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.